Manufacturer narrative:
(D10): 02-010-01-0230 - logic femoral ps cem left sz 3: (B)(6), 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm: (B)(6), 200-02-29 - three peg patella 29mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Approximately 2.5 months after initial replacement, the patient was brought to the or for unknown reasons for a left knee manipulation under general anesthesia and given physical therapy. Approximately 7 month after left knee replacement, the patient reported a wound infection that was washed out and a spacer exchange performed. Subsequently, the patient is now experiencing recurrent left knee periprosthetic infection. As a result, approximately 10 months after initial replacement, the patient was given medication and underwent a left knee revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.